Manufacturer narrative:
Common name: device urine flow rate measuring, non electrical. Brand name is unometer safeti. Pro code is ffg. (B)(6). PMA/510k: exempt. Manufacturing date: 11-2016. Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint reported by a nurse that "a patient had the device placed for surgery and urine did not drain from the bladder. When the operation was over, the bladder was scanned and it contained 650 ml of urine. The urine was easy to aspirate out from the catheter, but it did not drain into the collection bag. The non return valve did not work." The product was removed and replaced with another similar convatec device that worked with no issue. No further information is available.